Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the line above the triangle of a redo triple lumen total parenteral nutrition catheter split. The device began to leak. The conditions and circumstances surrounding the event were not provided. There is no report of any intervention needed to prevent or preclude a serious injury. Additional information was requested, however no further patient or event information was provided.

Manufacturer narrative:
Investigation - evaluation. A review of the instructions for use, specifications, and quality control data was conducted during the investigation. The complaint device was not returned, therefore device failure analysis and physical examination of the device used in this case could not be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The redo triple lumen tpn catheter is shipped with instructions for use: (IFU), which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture... If lumen flow is impeded, do not force injection or withdrawal of fluids. Catheter size should be as small as the use will allow.¿ based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.